Manufacturer narrative:
No product was returned for investigation. Major bleed: the cause of the bleeding was determined to be patient condition because of patients large panus and difficult to control the bleeding and to get an effective pre-close as deployed. Device with sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
Patient's race is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that during impella cp access the pre-close failed. It was noted that the patient had a substantial panus to navigate. They successfully managed by placing a long sheet from the right radial artery and a balloon occlusion was attempted while trying to deploy percloses. Percutaneous coronary intervention was successfully completed and the impella was weaned. However during explant, hemostasis was achieved by balloon occlusion, manual pressure and a covered stent was required.